Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: access, delivery and deployment events, endoprosthesis: improper placement; migration; the instructions for use (IFU) for the conformable gore® tag® thoracic endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for a thoracic aortic aneurysm measuring and was implanted with four conformable gore® tag® thoracic endoprostheses. The patient tolerated the procedure. On (B)(6) 2017, follow-up imaging identified a distal type I endoleak on a conformable gore® tag® thoracic endoprosthesis (tgu373720/15271589) with no evidence of aneurysm enlargement. The cause of the endoleak was unable to be determined. On (B)(6) 2018, the patient underwent reintervention for a distal type I endoleak and coverage was extended distally with implant of an additional conformable gore® tag® thoracic endoprostheses. The patient tolerated the procedure and the endoleak was resolved. The cause of the endoleak was unable to be determined; there was no evidence of aneurysm enlargement.

Manufacturer narrative:
The instructions for use (IFU) for the conformable gore® tag® thoracic endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak.